Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the image distortion is due to the cable and charge-coupled device were damaged due to water intrusion, resulting in image distortion. It is possible cable and charge-coupled device internal flooding was caused by the load on the cable stress boot part of the head part and it came off, causing the internal flooding. However, the root cause of the failure could not be determined. Additionally, it is likely that the cable and charge-coupled device were damaged due to water intrusion, the image was not displayed, and the device was replaced, resulting in a delay in the procedure during the device replacement time. The root cause could not be specified. The event can be prevented by following the instructions for use which state: "·do not roll the camera cable smaller than 20 cm in diameter. Doing so may damage it. ·if the camera cable is curled, do not pull it forcibly, but gradually straighten it out. The camera cable may break. ·do not bend, pull, twist or crush the camera cable. The camera cable may break. ·when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may break. - operate the endoscope by holding the camera head instead of the camera cable during use. The camera cable may break. ·do not fix the camera cable with a pair or the like. The camera cable may break. ·do not pull out the video connector by holding the camera cable. Doing so may apply excessive force to the camera cable and cause it to break." In addition, the following non-reportable malfunctions were found during the device evaluation: flooding off the head ore and white scratches. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a transurethral resection of the prostate using this hd camera head, the image was lost during activation of resector. The procedure was delayed for twenty (20) minutes and was completed using a similar device. The physician does not consider the delay clinically relevant. The device was inspected before procedure and no anomalies were found. There were no reports of patient or user harm associated with this event.